Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the therapy connector and verified the reported issue. It was observed that there was dents around the pin on the connector. It was also observed that the molding around the pin is pushed over the contact surface causing intermittent contact. It was determined that the cause of the reported issue was due to damaged connector.

Event description:
A customer had sent in their for service. Upon inspection, the third-party service agent observed that the therapy connector was loose and the device kept disarming the charged energy when used with paddles. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer had sent in their for service. Upon inspection, the third-party service agent observed that the therapy connector was loose and the device kept disarming the charged energy when used with paddles. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the therapy connector was loose and the device kept discharging the charged energy when used with paddles. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.